Event description:
It was reported that double beep with cassette during testing was experienced. No patient injury.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition and it presented with downstream sensor nub worn out. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Was unable to perform device pump testing because downstream sensor nub was worn out causing message "no disposable pump won't run" on the pump display. Defective downstream occlusion sensor was replaced. The cause of the reported was traced to customer manipulation of the device. A DHR (device history review) was not performed because there was no indication of a manufacturing defect during the investigation. A service history review identified this device has not been in for service in the previous 2 years and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4), corrected data: d4: correction: model number: 6400.